Event description:
It was reported that a t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of original charging cable and wall adapter, left adapter plugged into a working outlet for at least 30 minutes, and pump began charging successfully, so no further assistance was required.